Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer was not sure if cold insulin had been added to the cartridge. There was no impact tot he customer's blood glucose level.